Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and their infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was 507 mg/dl and 1 hour ago blood glucose was 424 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer declined troubleshooting for high blood glucose readings. The insulin pump will not be returned for analysis. Frn- unk-rsvr, unomed set.